Event description:
It was reported that in the patient's room, a week after the catheter was placed in the patient's internal jugular vein, a leak was found from the extension line near the injection hub. As a result, the catheter was removed and a new one was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.